Event description:
It was reported that the patient was implanted on (B)(6) 2021 returned to the operating room for re-operation twice because of a fast change in left ventricular diameter (rapid decrease) inflow cannula changed to a sub-optimal position and patient had intermittent issues with low flow alarms. The patient also had a drop in blood pressure and had repeated suction events. In the operating room the surgeon put the device in an optimal position and put a suture in place to keep the pump in a good position.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump malposition and low flow alarms could not be confirmed through this evaluation as no images or log files were submitted for review. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not conclusively be established through this evaluation. It was reported that the patient was implanted on (B)(6) 2021 and returned to the operating room for re-operation twice because of a rapid decrease in left ventricle (lv) diameter. The patient had issues with low flow alarms, and the inflow cannula moved to a sub-optimal position. The patient¿s blood pressure also dropped, and they experienced repeated suction events. The surgeon moved the pump into an optimal position and sutured it into place. It was later reported that the patient's low flows resolved after re-operation. The patient was in the intensive care unit for 83 days and on dialysis. The patient ultimately passed away on (B)(6) 2021 due to respiratory insufficiency. It was reported the device operated as intended and the death was not considered to be device-related. The pump was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists renal dysfunction, respiratory failure, and death as adverse events that may be associated with the use of the hm3 lvas. Section 1 also explains all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 4, also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's low flows resolved after re-operation. The patient passed away on (B)(6) 2021. The patient was in the intensive care unit for 83 days and on dialysis. The patient had respiratory issues and got re-intubated. The patient then suffered from respiratory arrest and passed away.